Manufacturer narrative:
Eval method code: other device history reviewed. Results code: other device history review found the product met specs when released for distribution. H3 analysis: the device was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. The valved conduit was received cut in four pieces. Mineralization remains attached to what appears to be the inflow orifice. All existing leaflets appear slightly stiff but flexible except where visible mineralization is present. Extensive tissue deterioration and degeneration associated with mineralization is noted on all leaflets. Glistening off white pannus remains attached to the outflow edge of the larger piece and slightly into the inner wall adjacent to one of the commissures. Pannus is noted on a smaller piece of conduit wall that appears to be part of the outflow orifice. Radiography shows moderate to extensive mineralization in the conduit wall, host tissue and existing leaflets. Conclusion: reduced performance of the device attributed to mineralization of the valve tissue, a condition known and generally accepted in this pt population. The device was explanted and replaced with a valve 3 mm larger in size. The surgeon expressed no dissatisfaction with the performance of the device.

Event description:
Medtronic received info that this 18 mm bovine pulmonary conduit exhibited proximal and distal stenosis, with a peak gradient of 80 mmhg. Also noted was a dilated rv with decreased function. This observation was made after approx 7.5 yrs of svc. The device was explanted and replaced with a 21 mm homograft, without reported complication. The physician expressed no dissatisfaction with the product.